Manufacturer narrative:
(B)(4). Conclusion: an actual sample was returned for evaluation. Upon visual inspection, there was evidence that the needle had been swaged. The needle exhibited marks indicating that it had been swaged and appears to be a pullout. Additional information: the actual device batch number associated with this event is not known. The following possible batch number was reported: batch hb2067.

Event description:
It was reported that a patient underwent a right femoral infarctectomy and suture was used. During the procedure, the suture detached from needle prematurely. The procedure was completed with a like device. No patient consequences were reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This voluntary medwatch is in response to receipt of medwatch form 5201380000-2014-8007.